Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge despite using a non-tandem usb cable and wall adapter. The customer's blood glucose (bg) was 126 mg/dl. The customer was instructed to purchase a new usb cable. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved after using the new usb cable; however, no additional information could be obtained.